Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump display was blank. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed. Customer did not needed medical treatment. The insulin pump will return for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.